Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose level went over 400 mg/dl. The customer declined to troubleshoot. She received calibration error, change sensor, meter blood glucose now alarms and a bent sensor cannula. The device was not returned.